Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an unexpected telemetry error code 1a during interrogation. The representative cleared the message and continued checking the device. Technical services discussed that the device should be re-interrogated and a memory dump and save to disk should be performed to make sure there are no issues with the device vs. Telemetry. Disk analysis was performed and reviewed by an engineer. It was concluded that the observation occurred due to a minor software application issue and has no effect on device operation. It was later reported that the device was explanted for normal battery depletion. Upon receipt, initial analysis determined that the device did not meet expected longevity predictions as described in labeling. No adverse patient effects have been reported.

Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.